Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device¿s mesher blade was binding and the handle has come apart. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Product review of the skin graft mesher on (B)(6) 2018 revealed that the pretests could not be performed due to the damaged parts. The comb, roller, side plates, roller gear, and ratchet gear were all damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ratchet gear, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb and ratchet gear were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb and ratchet gear were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the investigation the comb was damaged and the mesher blade was binding/handle that had come apart. The event occurred during surgery and no harm or delay reported. Another device was used to complete the surgery. Upon initial inspection, a damaged comb was discovered.